Event description:
Siemens was notified on (B)(6) 2012, that during a patient lung biopsy the CT system locked up and was not operational with the biopsy needle still in the patient. Reportedly, the CT system became unresponsive and the customer shut it down to reboot. During that time span of approximately 6-7 minutes the patient developed pneumothorax and stopped breathing. CPR was performed and the patient was stabilized. The needle was safely removed from the patient when the system became operational after which the patient was taken to the ICU. Due to a decline in the patient condition a chest tube was placed in the patient on (B)(6) 2012. A larger chest tube was placed in the patient on (B)(6) 2012. There is no other information available regarding the patient's status at this time.

Manufacturer narrative:
Siemens' investigation into the reported incident is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation.